Manufacturer narrative:
Citation: mas-peiro et al. Late arrhythmic burden in patients with left bundle branch block after tavr with the evolut valve. Europace. 2025 mar 28;27(4):euaf057 2025. 10.1093/europace/euaf057. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding late arrhythmic burden in patients with left bundle branch block after transcatheter aortic valve replacement (tavr). The study population included 88 patients. All patients were implanted with a medtronic evolut r (n=87) or evolut pro (n=1) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: bradycardia, atrio-ventricular block, atrial fibrillation, atrial flutter, ventricular tachycardia, and permanent implant of a pacemaker or cardiac resynchronization defibrillator for some of the arrhythmia events. No further information was provided pertaining to medtronic products.